Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for crossover syndrome event is serious and is considered moderate there is a remote possibility that the event is related to device and is probably related to procedure. Date of implantation: (B)(6) 2019. Date of event (onset): (B)(6) 2020. (Left knee).